Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements greater than 200 ohms in coil to coil configuration. The shock vector was reprogrammed to triad configuration. The system will continue to be monitored.